Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 7.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.